Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer alleged the occlusion alarms were caused by temperature changes to the pump. The customer cleared the occlusion alarms and resumed insulin deliveries. There was no reported adverse impact to the customer's blood glucose level.